Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Oversensing was observed on a stored egm. Programming changes were made. Device remains implanted.